Manufacturer narrative:
The reported event of no ipg communication was confirmed. A review of the ipg diagnostic logs revealed that there was a failed attempt to recover the ipg from the service application state with a clinician programmer (cp) on (B)(6) 2023. The ipg entered the service application state on (B)(6) 2023. Per event details, there was no report of any unrelated procedures that could have caused the service app condition that occurred on or after (B)(6) 2023. When an ipg recovers or attempts to recover from the service app state using a clinician programmer (cp), the ipg data logs prior to the recovery are lost. Since the patient didn't report any unrelated procedure, it is inconclusive as to what caused the service app condition.

Manufacturer narrative:
The reported event of no ipg communication was confirmed. A review of the ipg diagnostic logs revealed that there was a failed attempt to recover the ipg from the service application state with a clinician programmer (cp) on (B)(6) 2023. The ipg entered the service application state on (B)(6) 2023. Per event details, there was no report of any unrelated procedures that could have caused the service app condition that occurred on or after (B)(6) 2023. When an ipg recovers or attempts to recover from the service app state using a clinician programmer (cp), the ipg data logs prior to the recovery are lost. Since the patient didn't report any unrelated procedure, it is inconclusive as to what caused the service app condition. Correction: h3 should have been yes correction: d9 should have been yes, returned to manufacture, date returned: jan 4, 2024.

Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg deemed inoperable. As such, the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of the event is estimated.